Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the left principal bronchus to treat a 1.2 x 4 malignant stenosis during a tracheal stent implantation procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was able to reach the front end of the lesion and crossed the stenosis, but the distal end of the stent suddenly deployed partially causing the device to be unable to reach the stenosis completely. The stent was then attempted to be deployed completely; however, the deployment suture could not be pulled, and the delivery system was bent. The stent was removed from the patient partially deployed on the delivery system, and another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex tracheobronchial stent was received for analysis. Visual examination of the returned device found the stent partially deployed and the shaft bent. Functional inspection was performed by pulling the finger ring, and the stent was deployed without problems. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported events of stent partially deployed and shaft bent. The investigation concluded that factors encountered during the procedure such as lesion characteristics, handling of the device and the technique used by the physician (force applied) limited the performance of the device and contributed to these reported events. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the left principal bronchus to treat a 1.2 x 4 malignant stenosis during a tracheal stent implantation procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was able to reach the front end of the lesion and crossed the stenosis, but the distal end of the stent suddenly deployed partially causing the device to be unable to reach the stenosis completely. The stent was then attempted to be deployed completely; however, the deployment suture could not be pulled, and the delivery system was bent. The stent was removed from the patient partially deployed on the delivery system, and another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.